Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged at 3,600rpm for 10 minutes. Customer observed a drop of fluid on top of reagent packs and fluid hanging from the tip of reagent pipettor #4., and they disabled reagent pipettor #4, and repeated all samples analyzed on the night shift. On (B)(6) 2011 one level qc was performed on (B)(6) 2011 prior to the event and was within specifications. This qc did not use reagent pipettor #4. All levels of qc, a total of nine values, were performed after the event. Only one of those results was on reagent pipettor #4. The results appear to be slightly elevated compared to the other qc values, however the system did not flag those values as out of specifications a field service engineer (fse) was dispatched: the fse replaced the o-rings and timing belt of the precision pump for regent pipettor reagent pipettor #4 failed the pipettor matching test. Installed a new precision pump and performed all the necessary alignments and testing. All verification testing met specifications. Hardware is the root cause for this event.

Manufacturer narrative:
Change from: the erroneous elevated results were obtained from the samples which were analyzed on reagent pipettor #4. The samples were repeated on an alternate reagent pipettor and lower results within the risk stratification range were obtained. To: the erroneous elevated results were obtained from the samples which were analyzed on reagent pipettor #4. The samples were repeated on an alternate reagent pipettor and lower results within normal reference range were obtained.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to a troponin (accutni) result, in the risk stratification range that exceeded the assay's precision claims, generated by the unicel dxi 800 access immunoassay system for two patient's sample. The results were not reported out of the lab the erroneous elevated results were obtained from the samples which were analyzed on reagent pipettor #4. The samples were repeated on an alternate reagent pipettor and lower results within the risk stratification range were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
The erroneous elevated results were obtained from the samples which were analyzed on reagent pipettor #4. The samples were repeated on an alternate reagent pipettor and lower results within normal reference range were obtained.